Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had multiple high impedances on their scs lead. In turn, the patient's lead was explanted and replaced. Stimulation was reportedly restored postoperatively.